Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 64-year-old female patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the impella cp implant, the patient had access site bleeding. The patient was bleeding from the initial access attempt to deep circumflex iliac artery. The 14 french sheath was left in place to remain occlusive in the artery to occlude and tamponade the deep circumflex iliac artery. As soon as 14 french sheath was removed to attempt to perclose the vessel, the patient became profoundly hypotensive while pressure was being applied. Ultimately, the 14 french sheaths flushed reinserted and the doctor chose to flush the impella catheter in a bowl of saline and reinsert the impella. The impella was advanced over the 0.018¿ wire into the left ventricle and slow ramped up. During this time it was noted that hemoglobin dropped from 10 to 7. An emergency blood transfusion was started. The patient was stabilized and support was continued.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.